Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the manufacturing representative (rep) did not save the device. Nothing was going to be sent to the manufacturer.

Event description:
It was reported that the patient had a shocking/stuttering stimulation feeling when stimulation is on. When this got bad, she would turn implant off and it would go away. The patient was doing troubleshooting with a manufacturing representative. Impedance testing was performed and it was showing they were all over 10,000 ohms with reference as 0. When checked at a higher level, they were still higher at about 17,000 ohms. They tried changing rate and the patient still felt it the same way. It was noted that when the implant was fully charged, it was better, but when lower it was more frequent. There was no fall or event. It was noted that the patient normally felt stimulation in bilateral legs. The symptoms were located in other parts of the body, specifically in her back area that she felt shocking. It was noted that patient had 2 programs and the bottom four electrodes are activated. Program 1 and 2 covered the left side of the body. She hadn¿t had an x-ray yet. Electrode impedance test: 0 reference: everything >10,000 ohms. 1 reference: 2-7 600 to 700 ohms; 8>10,000 ohms; 14 was higher around 1500 ohms; others around 400 to 600 ohms. 2 reference: 1-7 contacts were around 600 or 700; 8 is high; others are a little high. 3 reference: similar to previously mentioned references. 8 reference: >10,000 ohms with all pairs. 9 reference: 14 is high. 10 reference: about the same. When she pressed the ins, no changes were noticed. However, when pressed at back leads, there was a spot where the issue correlated with reported symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was a zinging sensation intermittently. An x-ray was performed and noted no abno rmalities. Reprogramming was performed, which seemed to resolve the issue for a short period of time, but then the zinging returned again. A revision was scheduled in 2 days, and the doctor wanted to replace the implantable neurostimulator (ins) and lead. It was later reported that the revision occurred as planned on (B)(6). The entire system was replaced and no device malfunctions were noticed. Impedances were checked again and the impedance and shock issues were resolved. It was noted that the patient was receiving effective therapy, but it was unknown if the devices would be returned to the manufacturer.